Event description:
It was reported that stent damage occurred. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x38mm promus element ¿ long stent was advanced to the lesion however significant resistance was encountered. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).